Manufacturer narrative:
Other, other text: h6: event methods, evaluation, and conclusion codes: updated. Five photos and one device were received for investigation. The reported issue was confirmed during visual inspection when the device inflation line was observed to be detached from the inflation channel. As no lot number was reported, no review of manufacturing device history records was conducted. The root cause of this condition was attributed to an error during the manufacturing process. A notification with this complaint's details was provided to manufacturing personnel.

Event description:
During the use of the product, the inflation line was detached from the tube. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient. No additional information is available for this complaint.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D4: lot number expiration date, and h4: device manufacture date is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56, when additional reportable information becomes available.